Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance was high. It was noted that the rv lead was in the left ventricular port. A lead integrity alert (lia) triggered, thresholds were elevated, there was noise, and there was failure to capture. Fracture was suspected. Reprogramming was performed and the lead was capped and replaced. It was further reported that there was noise on the left ventricular (lv) lead. Reprogramming was done and the lv lead remains in use. The patient is enrolled in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.